Manufacturer narrative:
(B)(4). The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. Unable to perform displacement test and occlusion test due to missing retainer. No power error detected messages noted during testing.multiple pump error alarms noted in the format history file were present in the format history file and pump error was triggered when the backup battery unloaded voltage (unloaded v lith) was less than 3.70 vfor 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. The pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip,scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, stained serial number label and severely faded end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was 11.3 mmol/. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer advised the power error detected alarm occurred during normal use and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.